Event description:
While being supported by a co's lvad, the pt experienced a cva two days post device implantation. The device was not returned to co for evaluation.

Manufacturer narrative:
This incident was probably the result of air entrapped in the pt/lvad system at time of implant. Conversations with the attending physician and co's representatives indicated that in the attending physician's medical opinion the pt's death was not device related. Follow up conversations between the attending physician and co's representatives indicated that lvad sn 1836 would be retained by the hospital. Without the return of the lvad sn 1836, a complete investigation of the lvad can not be performed. From the info received by co from follow up conversations with the attending physician, the event was probably the result of air entrapped in the pt/lvda system at the time of implant. Follow-up conversations have stressed that no device malfunction occurred. As co's directions for use state that there is a risk of air embolic consequence if all the air has not been removed from the system prior to starting the pump. F9 11. Event problem codes from initial report.